Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding the report. The user facility reported that the intended procedure was completed with the same device. The distal end to the sheath was noted to be missing toward the end of the procedure when the trocar site was being closed. The broken distal tip was reportedly 12 mm in outer diameter and 12 mm in length with no sharp edge noted. The patient was discharged and doing fine. The device referenced in this report was not returned to olympus for evaluation. The cause of the reported phenomenon could not be conclusively determined. Based on the information obtained from the user facility, it appears that the breakage of the sheath occurred when the physician withdrew the scope through the trocar with the sheath attached. If relevant and significant information become available, then this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic laparoscopic gastrectomy procedure, the tube of the lens cleaning sheath was torn, and the distal end of the sheath fell into the patient's body cavity. The separated portion of the device was recovered during the procedure via the trocar site by an unknown instrument. There was no harm to the patient, and the patient has been discharged and was said to be doing fine.